Event description:
Registered nurse reported a home pt diagnosed with peritonitis. Per the registered nurse, the home patient was treated with antibiotics. Per registered nurse, the home patient's peritonitis reoccurred three times, resulting in the pt's catheter being removed.